Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) a battery depletion code was noted. Engineering analysis determined the depletion code was erroneous due to magnet exposure. Boston scientific technical services (ts) recommended review of the patient's environment. Further investigation noted that the patient had a new purse with a magnet. Further interrogations via the remote home monitoring system after discontinued use of the person noted no further battery depletion codes or magnet exposures. Ts advised that the patient should use a different pursue, or completely ensure that the purse is placed on the opposite side of the body and away from the s-ICD device at all times. The device remains in service and no adverse patient effects were reported.